Event description:
It was reported that a user experienced hypoglycemia after initiating ilet use, with overnight low glucose following active long-acting insulin from prior therapy, skipped lunch, typical dinner with meal announcement, and later snack and beverage intake that affected glycemia; the cgm was dexcom g7, lowest glucose was in the 60s for about 30 minutes, and the user treated with oral glucose. Symptoms included weakness, sweating, and numbness of the mouth and nose. Outcomes included self-management without medical intervention or hospitalization. Investigation included review of device data with the user and caregiver, assessment of insulin delivery context, review of meal announcements, and user education regarding meal timing, announcements, and effects of carbohydrate beverages on automated dosing. Investigation of this case revealed no device alarms or malfunctions and indicated that variable meal timing, active background insulin, and carbohydrate beverage sipping likely contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related factors were contributory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.